Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: during the patient's infectious disease consultation blood cultures were found to be negative. The patient also had an abdominal ultrasound which was negative for fluid collection. Once the patient's wound culture results came back infectious disease recommended that the patient stop taking cefazolin (ancef) and start doxycycline with a finish date of (B)(6) 2018.

Manufacturer narrative:
Investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: infection was related to driveline exit site. Wound cultures revealed that it was staph epidermidis. No systemic symptoms related to infection were observed. Only drainage at the site. Driveline dressing was changed and no further growth from cultures. Patient was started on doxycycline 100mg two times a day for 7 days and was discharged home on (B)(6) 2018. Patient was seen again on (B)(6) 2018 for follow up with negative wound cultures but still small to moderate drainage.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 month, 18 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient was presented from acute rehabilitation due to concern for lvad infection, and subtherapeutic inr. It was reported that there was a faint thin brownish discharge around the driveline underneath the tegaderm transparent film dressing. Minimal erythema around the driveline itself with white appearing tissue, potentially granulation tissue. No tenderness to palpitation and no fluctuance around the driveline, which was potentially infected driveline wound cultures have been ordered and will treat empirically with ancef 1 gram IV for skin flora for now. No leukocytosis or hypotension, afebrile.